Manufacturer narrative:
(B)(4). D10: 00877503203, item name: biolox delta, ceramic femoral head, l, 32/+3.5, taper 12/14, lot #: 3032143. 00801102024, item name: allen medullary cement plugs 1-24 mm diameter flange/12 mm diameter core store in cool dry place, lot #: 64563093. 00620205422, item name: shell porous with cluster holes 54 mm, lot #: 64501093. 902581, item name: 5.0 allthread ti 2#2 mb tprd n, lot #: 677440. 00631005032, item name: liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells, lot #: 64629638. G2: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an additional procedure 3 years and 3 months post implantation due to a light fall that resulted in a peri-prosthetic fracture. The fracture was fixed with a plate and all devices remain implanted. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following; review of findings from timeline provided: patient had a light fall at home. CT scan showed fracture around midshaft. The fracture was fixed with a plate. No implants have been explanted or removed. An unk zimmer ncb pp plate was implanted. Review of x-ray images provided: implant fit and alignment are maintained. Bone quality appears mildly osteopenic. The acetabular cup abduction angle measures 42 degrees. The fracture can be confirmed on the CT image. There is no evidence of implant loosening or malalignment. Other than the periprosthetic fracture, no additional abnormality or concern is identified. Implant position appears normal. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.